Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a perforation in the circumflex coronary artery. The graftmaster covered stent delivery system was advanced to cover the perforation, but would not cross. The delivery system was removed, but the graftmaster covered stent remained in the patient anatomy. An unsuccessful attempt was made to snare the graftmaster covered stent, then the graftmaster covered stent was embedded in the vessel by implanting an unspecified stent on top of it. Post-dilatation was performed, and the perforation was sealed by the stent and the embedded graftmaster covered stent. The patient did well post-procedure then expired two days later. Cause of death is unknown, but could have been slow tamponade. A near death angiogram showed the perforation was still sealed and there was no thrombosis. No additional information was provided.